Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wc62, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2019 from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported a sudden return of symptoms over the weekend and they want help adjusting stimulation. Caller noted they also don't feel stimulation and they lost control. They noted that therapy is supposed to help regulate their bladder and therapy was working fine. During the call, stimulation was increased from 0.4v on program 4 to 0.6v on program 4 where they reported feeling stimulation. The call center reviewed possible therapy range as well as titration. The patient also wondered what program they were supposed to be on. As a result of what was reported, they will monitor their symptoms now that a change was made and follow up with the healthcare provider (hcp) if it does not resolve. Additional information was received from the consumer on 2019-jun-06 in a patient letter. In response to the inquiry of why the patient experienced a sudden return of symptoms and if a cause had been determined and what had been the circumstances that led to the event/cause, the patient replied: ¿you tell me whey it was not working correctly.¿ in response to the inquiry of why the patient couldn¿t feel stimulation prior to increasing stimulation the patient replied that a cause hadn¿t been determined and stated the ¿communicator does always work.¿ the patient also called on (B)(6) 2019 to have assistance with their external devices connecting to the ins so that they could adjust their stimulation as the patient reported the device wasn¿t helping their bladder/they had a lack of symptom control. It was noted at first the patient had been having difficulties connecting and they hadn¿t been able to increase because they had been holding the communicator on top of the implant scar instead of below it. Once usage was reviewed, the patient had been able to connect and pull their settings up and the ins had shown that it was on, on program 4 at 0.4. The patient said they currently felt mild stimulation in their bike seat and noted they didn¿t want to increase any further because they thought that would be bothersome. As the patient didn¿t want to increase on the current program, patient services redirected the patient to the health care physician (hcp) to see if changing programs was appropriate. Patient responded to a letter on (B)(6) 2019. When asked why they experienced a sudden return of symptoms and if the cause was determined, the patient said they never completely had their bladder and bowel incontinence issue resolved with the device. When asked why they couldn't feel stimulation prior to increasing stimulation, they noted the "lady from [the manufacturing company] changed the program which ahs helped but has not resolved the issue." Additional information was received from a consumer on 2019-dec-06. It was reported that in (B)(6) 2019 their healthcare provider did an x-ray and determined that their leads had ¿dropped,¿ and that they may need revision/replacement surgery for this. It was further stated that most likely due to this issue, they had a return of symptoms about a month to three weeks ago, and the incontinence had gotten so bad that they would like to change programs. Troubleshooting on the call found that stimulation was on. After reviewing programming options, the patient changed from p5 at 0.5v to p6 at 0.3v and was comfortable. It was recommended that they monitor their symptoms after the change and follow up with their healthcare provider if the issue did not resolve. It was noted that they would have an appointment with the healthcare provider on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1wc62, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying the report that the leads dropped was that the patient had a fall/slip on ice and the leads moved compared to the time of placement. The hcp reported the cause of the leads dropping was mechanical trauma of the fall. The hcp reported the actions taken to resolve the leads dropping were initially programming changes were tried, but now the patient was scheduled for a lead revision. No further complications were reported.

Event description:
Additional information was received from the patient. They reported that their doctor told them that they must have tripped because they wires had moved in the lower back. The lead wires were replaced and everything was working fine now.

Manufacturer narrative:
Continuation of d11: product ID 3889-28. Lot# va1wc62. Implanted: on (B)(6) 2019. Explanted: on (B)(6) 2020. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that referencing the lead replacement surgery, the caller provided the following updated information. The leads fell around (B)(6) 2019, so then the therapy was not doing what it was supposed to event though the patient could still feel stimulation. The patient had surgery to change the lead and following the surgery, the patient was put on a lower setting so the therapy did not work quite as well.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1wc62 implanted:(B)(6) 2019.explanted: (B)(6)2020.product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.